Event description:
During the placement of a short trochanteric fixation nail (tfn) for a hip fracture the surgeon had difficulty aligning the instruments together. The distal locking screw was noticed to be missing. Another set was available to successfully complete the procedure without delay. This is report 2 of 2 for complaint number (B)(4).

Manufacturer narrative:
(B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.